Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Proglide devices, 1, 3 and 4 are being reported under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was partially deployed, the suture with posterior needle tip was not returned. The anterior cuff was captured and attached to the needle tip along with the link and loose posterior cuff. The posterior tabs were bent from the needle tip detaching. There was no device deficiency detected with the other returned components. A needle to cuff detachment also prevents completion of suture deployment and may appear to the user as a cuff miss. However, the reported cuff miss could not be confirmed in this case. In the deployment sequence when both cuffs are captured during needle deployment the posterior needle tip with rail end of the suture are pulled via the link to anterior cuff attachment through the tissue and into the preformed knot (non-rail end of suture) creating the loop. In this case, because the posterior cuff had detached from the needle tip, the suture could not be harvested. The cuff was examined and the tabs were damaged indicating detachment from the needle tip. The plunger was inserted into the device to test the needle trajectory, depth and mandrel travel, and the results were acceptable. A cuff detachment can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger are as follows, excessive force during plunger removal, jerky motion or a side wall stick, patient anatomical conditions creating unintended interaction with human tissue, aggressive and fast deployment of the plunger. It was reported that the artery was heavily calcified which may have been a contributing factor in the event; however, it could not be concluded whether the patient anatomy contributed to the link break. No manufacturing or quality inspection issue was detected. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. Based on the investigation findings, the cuff detachment experienced during the procedure, subsequent damage and failure to achieve hemostasis with the device, appear to be related to the operational context during use. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted to performed pre-closure placement of the sutures in a heavily calcified right and left common femoral artery prior to an endovascular procedure. Reportedly, cuff misses were experienced with four proglide devices two on the right side and two on the left side. One proglide was successfully placed in the right common femoral artery and two proglides were successfully placed in the left common femoral artery to achieve hemostasis. A 14f sheath was used on the right side and an 18f sheath was used on the left side. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, it was reported that a physician trained in the use of the proglide device attempted to perform pre-closure placement of the sutures in a heavily calcified right and left common femoral artery prior to an endovascular procedure.